Event description:
According to the available information, the titan touch was revised due to pain in the scrotum. No other adverse events were reported.

Manufacturer narrative:
A titan touch pump and 2 cylinders were received for evaluation. Visual examination of the returned components revealed no abnormalities that would have contributed to the report of pain. However, because examination of the components may not conclusively confirm or disprove the report of pain, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.